Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported that she has experienced high blood glucose. Customer stated she felt nauseous and had chills. Customer stated she thinks the insulin might be bad because she was 355 mg/dl she took some insulin and woke up a few hours later with blood glucose of 401 mg/dl and had to treat with manual injection. Customer also stated that she noticed an air bubble in the reservoir. During troubleshoot; it was stated the drive support cap is recessed. Customer was able to rewind and perform manual prime. Customer did not find an insulin leak. Customer stated that time, date, basal rates and bolus wizard are set up correctly. No error alarms found in the history. The infusion set was removed and the cannula is not bent. Customer stated she was not comfortable using the insulin pump and preferred to have it replaced. Current blood glucose is 282 mg/dl. Nothing further reported.